Manufacturer narrative:
Unifine pentips plus has warnings and precautions listed on the device; this device is "not for clinical use". The device in question was never returned for evaluation. The complaint final report is attached.

Event description:
A medication technician with rest assured living center placed the safety cap onto a pen needle to remove the needle from a patient's insulin pen and the needle went through the cap, and stabbed the technician. Technician then made an appointment at (B)(6) health care that same day ((B)(6) 2019) to be evaluated for cross infections that could have occurred. The technician was placed on antiviral medications with follow-ups in 2 weeks, 1 month, 6 months and a year.